Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc confirmed that white foreign material had adhered to the instrument channel outlet of the distal end. Omsc conducted a component analysis of the white foreign material and found that the foreign material was a silicone-based substance. Since silicone is a substance used for various purposes, it could not be identified what the foreign material from this analysis, but the foreign material may be antifoaming agents (gascon). The exact cause of the reported event could not be conclusively determined. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus medical systems corp.(omsc) for evaluation. Omsc inspected the device and confirmed the following; when the brush was inserted into the scope connector side, omsc was confirmed that white foreign material had adhered to the brush. The distal end cover was crushed. The image guide tube was scratched. Angulation was insufficient. There was play in the angulation control knob. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the inside of the channel was dirty. Olympus customer service also checked the device and found a large amount of white stains inside the channel. There was no report of patient injury associated with the event.